Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board needs replaced to address the issue. Additionally, the blower was replaced for noise and the active exhalation control module was replaced due to a service required code that would not affect therapy.